Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd sharps collectors 9 gal were received without lids.

Manufacturer narrative:
No samples or photos were provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR- according to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. According with this investigation there is no enough information provided from customer like a picture from original packaging or label issued by the weighing system, this investigation also shown that a corrective action had already been implemented within the manufacturing process to ensure the correct quantity of pieces per box, the corrective action was documented under CAPA record # ca-j1001335, the weight history records of the lot reported under this complaint was reviewed and no issues were found in accordance to weight limits which indicates that boxes were shipped complete. Also, it was noted that the complaint record says that five lids were missing; however, in accordance to packaging method for this product the pieces are packaged in sets of eight pieces which are secured with a plastic strap. For this reason, the evidence of the original packaging is needed in order to rule-out that this issue was generated by incorrect handling (partial sales or a repackaging process within a distributor facility). Based on the information provided it was not possible confirm the issue like a failure mode related to the manufacturing process since the information provided wasn¿t enough to determine the root cause of this issue.

Event description:
It was reported that five bd sharps collectors 9 gal were received without lids.